Manufacturer narrative:
The lantern was fractured approximately 6.5 cm from the hub. The lantern was ovalized approximately 132.0 cm from the hub. Evaluation of the returned lantern revealed that the microcatheter was ovalized and fractured. The ovalization in the lantern likely occurred due to improper handling during use. If the device is forcefully gripped or pinched during insertion, damage such as this may occur. Further evaluation of the returned device revealed that the lantern was fractured. This damage likely occurred due to forceful manipulation at extreme angles during use. The ovalization in the lantern likely contributed to the resistance experienced while advancing the ruby coil through the microcatheter during the procedure. The ovalization likely prevented the coil from being advanced out of the distal tip of the microcatheter. Evaluation of the returned ruby coil revealed that the embolization coil winds were offset and the pusher assembly was kinked in multiple locations. The offset coil winds likely occurred due forceful advancement against resistance. Further evaluation of the returned device revealed that the pusher assembly was kinked in multiple locations. These kinks were likely incidental and may have occurred while packaging the device for return to penumbra. The ruby coil was attempted to be advance through a demonstration microcatheter; however, a demonstration introducer sheath could not be loaded over the most proximal kink in the pusher assembly and, therefore, the ruby coil could not be functionally tested for the reported resistance. The ruby coil¿s introducer sheath was not returned for evaluation. Penumbra coils and catheters are visually inspected during in-process inspection and during quality inspection after manufacturing. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns. This report is associated with MFR report number: 3005168196-2017-02065.

Manufacturer narrative:
This device is available for return. A follow up MDR will be submitted upon completion of the device investigation. This report is associated with MFR report numbers: 3005168196-2017-02065.

Event description:
The patient was undergoing a coil embolization procedure using ruby coils and a lantern delivery microcatheter (lantern). During the procedure, the physician felt resistance and was unable to advance a ruby coil out of the tip of the lantern, therefore the ruby coil was removed. The physician then removed the lantern and, upon removal, noticed a kink between the two radiopaque markers. The physician then inserted a second lantern and re-attempted to advance the same ruby coil, however resistance was again felt in the same location and the ruby coil was unable to advance out of the tip of the lantern. The subject ruby coil was removed and the physician was able to successfully place two new ruby coils. There was no report of an adverse effect to the patient.